Event description:
The abbott field service representative (fsr) cut his thumb on the cover of a universal power supply (ups) connected to an architect i2000 analyzer. The fsr was attempting to replace the battery in the ups and was wearing latex gloves at the time of the incident. The fsr received a tetanus shot and IV antibiotics, and was prescribed antibiotics for 10 days. The fsr is scheduled for surgery on (B)(6) 2013 to repair a tendon in his thumb. The ups is not an abbott product but was supplied to the customer by abbott. The fsr stated the ups cover was not defective but was sharp. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) cut his hand when replacing the cover of the universal power supply (ups). The engineer indicated that they were wearing gloves and that the ups was not defective, but was very sharp. The fsr received the following medical attention: a tetanus shot, IV antibiotics, ten days of antibiotic treatment, surgery to repair the tendon in the finger and stitches for the laceration. Tracking and trending identified no adverse trend for the complaint issue. Labeling and training materials were reviewed and found to be adequate. There is no indication of a malfunction or deficiency of the ups or the architect i2000 analyzer.